Event description:
It was reported that the patient had a pocket revision, due to skin irritation. Patient was reportedly doing fine after the revision.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. This is a final report.